Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "internal comm error 1471" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This medwatch report was submitted in error. Please reference medwatch report 2242630-2016-00118 for this reported malfunction.